Event description:
It was reported that when using two peak generators simultaneously on one pt, power almost immediately decreased to a very low level.

Manufacturer narrative:
It was reported that when using two peak generators simultaneously on one pt, power almost immediately decreased to a very low level. The unit is being returned to the MFR for eval.